Event description:
The manufacturer received information alleging a ventilator's screen was damaged. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The display was not able to be viewed. The device's display board was replaced to address the issue.